Event description:
A customer reported a malfunction with the pump, and they reset the pump on their own prior to calling technical support. The customer¿s blood glucose was 536 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Reportedly the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with an insulin drip. Customer was discharged from the ICU one day later , (B)(6) 2026, with the issue resolved and no permanent damage. The pump was replaced and the customer will use current pump for insulin therapy until the replacement arrives.